Event description:
This patient has expired. It was reported that on (B)(6) 2010, the patient experienced a polymorphic vt episode and the ICD delivered appropriate therapy which corrected the rhythm. Within a few seconds, the rhythm returned to polymorphic vt and the ICD did not fire. The patient became pulseless and code was called. The patient was intubated and a slow, transient rhythm reappeared. Vt occurred again and external defibrillation was performed without success. Additional rounds of CPR and defibrillation were attempted without success. At 2:28, the patient was pronounced dead.